Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuits are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar on the expiratory limb of two rt265 infant dual-heated evaqua2 breathing circuits was found cracked during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint rt265 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. Device 1 was visual inspected and pressure tested. Devices 2 was visual inspected but not pressure tested as the customer had cut the inspiratory and expiratory limbs. Results: visual inspection of device 1 revealed that the proximal and distal connector collars were cracked on the complaint limb. The elbow connector was also found cracked. The tubing was partially pulled out of the patient end connector. Pressure test of device 1 revealed that the circuit was within specification and did not exhibit excessive leak. Visual inspection of device 2 revealed that the proximal connector collar of the expiratory limb was cracked. The expiratory limb was yellow discoloured and white residue was found on the inspiratory tubing. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuits became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; the user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar on the expiratory limb of two rt265 infant dual-heated evaqua2 breathing circuits was found cracked during patient use. No patient consequence was reported.